Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at a device check, the remaining device battery longevity was found to be 12 months. The device remains in use. It was noted that the patient is taking part in the (B)(4) study. No patient complications have been reported as a result of this event.